Manufacturer narrative:
Device not returned.

Event description:
It was reported that, "during a 2 level acdf, dr. [] attempted to remove an implanted 14 mm reflex hybrid plate, the tip of the removal driver was broken off into a 4.0x14mm variable reflex hybrid screw. The plate and screw were then damaged being taken out with the standard screwdriver. Following this dr (B)(6) implanted a 16 mm reflex hybrid that he wanted to remove, the plate was damaged while trying to explant with the old version of the removal screwdriver. The hospital unknowingly discarded the implants."

Manufacturer narrative:
The investigation identified that the device that corresponds to this failure mode was actually the reflex hybrid revision driver with cat # 48511906b instead of the reflex hybrid cage, as initially reported.method: device history review, complaint history review, risk assessmentresults: the customer event of a reflex hybrid revision driver draw rod screw extractor tip fracture was confirmed via visual inspection. The surgical technique states that "while the revision driver is attached to the screw, pivoting or angulation of the instrument must be avoided, as it can cause bending or breakage of the inner shaft and that the revision driver must be axially aligned with the screw trajectory and fully seated in the screw head before inserting or tightening the inner shaft.¿ however, none of the mentioned causes could be confirmed.conclusion: the root cause of the failure is likely multifactorial.

Event description:
It was reported that, "during a 2 level acdf, dr. (B)(6) attempted to remove an implanted 14 mm reflex hybrid plate, the tip of the removal driver was broken off into a 4.0x14mm variable reflex hybrid screw. The plate and screw were then damaged being taken out with the standard screwdriver. Following this dr. Epps implanted a 16 mm reflex hybrid that he wanted to remove, the plate was damaged while trying to explant with the old version of the removal screwdriver. The hospital unknowingly discarded the implants."